Event description:
It was reported that the asymptomatic presented for a follow up and the right atrial lead exhibited high impedance. All other electrical values were within range. The lead remained implanted.

Manufacturer narrative:
(B)(4).